Event description:
A user facility reported to olympus that the light visera elite xenon light source initially turned on. However, when it was connected to the light leads, the light went off. This occurred mid procedure and resulted in a 90 minute procedural delay. The staff obtained another stack and completed the procedure. The patient was not harmed and was stated to be "ok."

Manufacturer narrative:
Upon evaluation of the returned device, it was found the high light intensity would not activate. This is due to the light intensity slide detection mechanism being worn on the scope socket. This was preventing the high intensity mode to turn on, resulting in low brightness. All other tests listed in the service manual passed and the lamp remained on when a lightguide was connected. Internally, the unit is slightly dusty and a binder has broken that holds the front panel ribbon cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined from the available information. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ this supplemental report includes a correction to e4 from the initial medwatch. Olympus will continue to monitor field performance for this device.